Event description:
The customer reported via phone call that they had a battery out limit alarm on the insulin pump. Customer stated the battery was out of the insulin pump for a longer duration than allowed. The customer also reported the escape and act buttons were unresponsive to clear the alarm. Customer's blood glucose was unknown. The customer reported possible moisture exposure to the insulin pump. Customer stated the insulin pump was left in the bathroom when the customer was showering. Customer stated their buttons became unresponsive after the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents and no battery alarms were noted. No moisture damage was noted to the electronics, motor, battery tube or vibrator assembly during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.